Event description:
The manufacturer received information alleging a ventilator's oxygen blending module malfunctioned. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The device's interface board and oxygen blending module were replaced to address the issue.